Manufacturer narrative:
Evaluation summary: the device returned with a detachment on the hypotube 57.4cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 3.6cm proximal to the detachment site. Kinks were evident on the distal shaft proximal to the distal tip. No evidence of blood in the balloon or inflation lumen. No deformation was evident to the balloon. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
One euphora rx ptca balloon catheter device was reported to be damaged. The device was inspected with no issues noted. The lesion was not pre-dilated prior to attempt to deliver device. It was reported that resistance was encountered during advancement and the device was removed, due to being unable to progress towards the lesion. No excessive force was used. Product analysis of the returned device showed a detachment on the hypotube 57.4cm distal to the strain relief. Kinks were also evident on the hypotube and on the distal shaft.